Event description:
It was reported that a (B)(6) male presented with a displaced medial epicondyle of the right distal humerus. Doctor did an open reduction internal fixation with the 2.4/3.0mm headless compression screw set. The doctor reduced the medial epicondyle and placed a 1.1mm guide wire through the medial epicondyle of the right humerus. The surgeon then placed 2.0mm cannulated drill bit over wire. The surgeon met some resistance when inserting drill bit over wire and continue to pass drill over wire. When removing the drill bit the surgeon noticed that the wire was no longer present. After reviewing intra op x-ray, it was clear that the drill had cut through 1.1mm guide wire and left a portion of the wire in the patients¿ humerus. The doctor then used a 2.7mm cannulated drill bit to score near cortex which allow him to grab broken wire with a needle driver and was able to remove retained wire from patients distal humerus. Surgeon inserted another 1.1mm guide wire and was able to place a 3.0mm headless compression screw with no adverse advent to the patient. Surgery was extended around 15 minutes and extra x-ray was needed due to removal of retained broken 1.1mm guide wire, but surgeon was able to complete the repair of medial epicondyle of the patients¿ right humerus. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/ explanted. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Placeholder.